Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 6 months after the dental implants was installed in intraoral region #32, verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).